Event description:
Customer's mother reported a blank display. Her son's blood glucose was 85 mg/dl. The customer was advised of the causes of a blank display. The customer also reported a crack next to the battery compartment of the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery cap contact. The device was tested with a new battery cap and no blank display noted. The insulin pump also was received with cracked battery cap coin slot, cracked reservoir tube lip, minor scratched screen and missing end cap sticker.